Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a radiofrequency (rf) ablation procedure, there were impedance issues and a loose grounding pad connector. The procedure was not able to be completed. There were no adverse patient consequences. The generator will be sent in for repair to resolve the issue.